Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the infusion alternate mode turned on accidentally during a procedure. The pts pressure increased from 25mmhg to 60mmhg. The alarm for high pressure was sounding but the surgeon did not know what the alarm meant, so he continued with the procedure. The procedure was completed with the same equipment. There is no known pt harm.